Manufacturer narrative:
(B)(4).

Event description:
It was reported that receiver reinitialization occurred. Product was provided for investigation. The allegation was confirmed via product as receiver stuck on initialization screen. The probable cause could not be determined.

Manufacturer narrative:
(B)(4). 3004753838-2026-118454 was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
After submission of the initial MDR, product was received on 04/20/2026 it was determined this complaint is not reportable per (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a receiver reinitialization occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.